Manufacturer narrative:
The complainant indicated that the device remained implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure in 2009. According to the complainant, the procedure was not performed under fluoroscopy. The stricture was located 2cm from the anal verge and the patient's anatomy was tortuous. During stent deployment, visualization was lost. The stent was fully deployed and moved proximal of the stricture. The stent fully opened and the physician was not able to reposition the stent. The procedure was aborted and the patient was sent to the or. However, she became unresponsive and eventually expired. The cause of death is unknown. It is not certain that an autopsy was or will be performed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful due to confidentiality. However, the physician's assessment of the relationship of the device to the patient's death indicated he did not feel the death was stent related.